Event description:
On (B)(6) 2025, a patient underwent a port placement procedure through the powerport m.r.I. Isp. During the procedure, it was reported that the catheter was allegedly found to be blocked upon opening the packaging. Additionally flushing the catheter was also ineffective. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that the catheter was found to be blocked upon opening the packaging. It was further reported that flushing the catheter was also ineffective and there was a leak in the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Four photo was provided for review. The photos show the view of power port connected with catheter. Blood residues were noted on the device. No visual anomalies can be noted from the provided photos. Therefore, the investigation is inconclusive for the reported obstruction of flow, difficult to flush and fluid leak issues as the photo evidence provided is not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.